Manufacturer narrative:
The devices were not returned to bsn for analysis as they were discarded at the medical facility. A review of the mfg documentation of the explanted devices found that no anomalies or deviations potentially related to the reported event occurred during mfg. This is the final report.

Event description:
A report was received that while the pt was undergoing a lead revision due to migration, the screw in the lead extension would not loosen. The extension was explanted. The pt was then implanted with a paddle lead directly connected to the ipg. The pt is reportedly doing well.